Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving fentanyl, 2000 mcg/ml at 500.5 mcg/day dose via intrathecal drug delivery pump for non-malignant pain. It was reported that patient came in with altered mental status. When patient came in on the 9th, they were "minimally responsive" so patient was intubated then extubated. Patient had "garbled speech" and she moved her extremities but was not doing a lot to command. Caller stated that they did a drug screen which was negative and patient now looked more like she was possibly going into withdrawal, had large pupils. It was unknown if the procedure was due to a problem with manufacturer device or therapy. No further complications were reported.